Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The caller was assisted by support to reset the pump, and insulin delivery was successfully resumed.